Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that post angioplasty procedure, the patient allegedly developed left avf aneurysm. It was further reported that open repair of saccular left cephalic vein aneurysm with transverse primary repair via aneurysmorrhaphy was performed for the adverse event. Causal relationship of the adverse event with procedure, device and av access circuit was not provided. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that post an angioplasty procedure, the patient allegedly developed left arteriovenous fistula aneurysm. It was further reported that the open repair of saccular left cephalic vein aneurysm with transverse primary repair via aneurysmorrhaphy was performed for the adverse event. The adverse event was not related to the study device or procedure. However, was definitely related to the arteriovenous access circuit. The current status of the patient is unknown.

Event description:
It was reported through the results of the clinical trial that approximately six months and seven days post angioplasty procedure, the subject developed an adverse event of left avf aneurysm. It was further reported that the adverse event was not related to device and procedure but definitely related to av access circuit. Reportedly, the subject underwent re-intervention of open repair of saccular left cephalic vein aneurysm with transverse primary repair via aneurysmorrhaphy for the adverse event. The re-intervention was successful, no new access created and the outcome was resolved. However, the subject was expired and the cause of death was not provided.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as death. H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: h10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g3, h6 (patient). H11: b5, h1. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately six months and seven days post angioplasty procedure, the subject developed an adverse event of left avf aneurysm. It was further reported that the adverse event was not related to device and procedure but definitely related to av access circuit. Reportedly, the subject underwent re-intervention of open repair of saccular left cephalic vein aneurysm with transverse primary repair via aneurysmorrhaphy for the adverse event. The re-intervention was successful, no new access created and the outcome was resolved. However, the subject was expired and the cause of death was not related to device, procedure and av access circuit.